Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012 indicated that the patient was seen for worsening symptoms after vns implant; recently having an increase in seizure frequency. The patient had 40 seizures in october and november. The patient's settings were noted to be output=3.25ma/frequency=30hz/pulse width=250usec/on time=14sec/off time=0.5min/magnet output=3.5ma/magnet pulse width=250usec/magnet on time=60sec. It was noted that the generator is at or near end of service and the physician stated that his vns has "run out of juice, so that certainly isn't helping his seizure control." The patient was referred for surgery. Although surgery is likely, it has not occurred to date. Further information from the physician has been requested but no additional information has been received to date.

Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient underwent surgery that day due to failure to program/eos. Initially the patient's neurologist was unable to interrogate the patient's device and it was assumed that it was due to total battery depletion and the patient was referred for battery replacement. The neurologist's note to the surgeon stated that the device could not be communicated with. During surgery, the old generator was removed and a new generator was placed on the existing lead and high impedance was observed with an impedance value of 6700 ohms (high impedance reported on MFR. Report # 1644487-2013-00227). The surgeon then removed the lead from the new generator and connected the test resistor and ran a generator diagnostics test on the new generator. Generator diagnostics results were all within normal limits. The test resistor was then removed and the old lead was re-plugged in fully into the new generator header and the torque wrench was tightened making several clicks. Diagnostics were performed again at that point and high impedance was observed with > 10,000 ohms. Removing the lead and re-connecting it was performed several times to no avail. The surgeon then decided to replace the leads. The electrodes were left implanted as there was a tremendous amount of scar tissue on the patient's left vagus nerve. Diagnostics were performed on the new lead and all values were within normal limits with an impedance value of 1600 ohms. There was nothing out of the ordinary visualized on the explanted lead. The explanted lead and generator were returned to the manufacturer for product analysis on (B)(4) 2013. Product analysis is still underway and has not been completed to date. The physician later reported that the increase in seizures was first observed on (B)(6) 2012. The patient's most recent settings prior to surgery were output=3.25ma/frequency=30hz/pulse width=250usec/on time=14sec/off time=0.5min/magnet output=3.5ma/pulse width=250usec/magnet on time=60sec/ battery is at end of service. The physician stated that the patient's vns generator died, leading to more seizures. The only intervention taken was to replace the patient's generator. The physician indicated that with vns the patient's seizures are less frequent. In (B)(6) 2012, the patient had 40 generalized convulsive seizures less than 1 minute long. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted leads. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the end of the returned lead portion. Although not conclusive, the location of three single setscrew marks observed at the end tip of the lead connector suggests possible inadequate pin insertion. Other than the mentioned observations and typical wear and explant related observation, no other anomalies were identified in the returned lead portion. The manufacturer's consultant later stated that there was not an allegation of failure to interrogate the patient's generator during surgery; the surgeon had only mentioned that he "wondered" if the physician had been unable to interrogate the vns device. The neurologist stated that the patient's generator was in fact not able to be interrogated by him but confirmed that his programming system works properly. Product analysis of the generator was completed on (B)(6) 2013. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. The reported failure to program was not duplicated in the pa lab. The battery is depleted, 2.197 volts as measured with the can removed and battery still attached to the pcb. In addition, during a diagnostic test attempt, the voltage dropped to 1.964 volts which shows that the battery is depleted when the device attempts to enter a functional mode. The data in the memory locations revealed that 116.688% of the battery had been consumed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications except for the c4 out of specification condition. The cause for the out of specification c4 capacitor (v cpu) value is likely associated with component aging and had no adverse effect on device functionality. The manufacturing records for both the lead and generator were reviewed and both devices met all specifications prior to distribution.

Manufacturer narrative:
Analysis of labeling performed. Device manufacturing records were reviewed. Review of manufacturing records confirmed both lead and generator met all specifications prior to distribution.